Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Experienced subsidence of accolade2 total hip stems during final implantation. Surgeon stated having adequate fit of broaches while prepping femoral canal. Repeated implantation and explantation resulted in femoral fracture that required femoral cabling.

Manufacturer narrative:
Additional information: device evaluated by mfg. Corrected data: date of implant; date of explant ¿ there was no implant or explant of the reported device. An event regarding subsidence involving an accolade stem and a second accolade stem was reported. The event was not confirmed as the device was confirmed to be dimensionally within specification as per the guide sheet inspection form attached. Method & results: -device evaluation and results: visual inspection: nothing remarkable was identified through visual inspection. Dimensional inspection: the device is dimensionally within specification. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: not performed as this event does not relate to material integrity. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Experienced subsidence of accolade2 total hip stems during final implantation. Surgeon stated having adequate fit of broaches while prepping femoral canal. Repeated implantation and explantation resulted in femoral fracture that required femoral cabling.